Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023). Device pending return.

Event description:
It was reported that during a stent placement procedure, the front end of the stent was allegedly unfolded. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system of the covered stent was returned for evaluation. Based on the condition of the sample, the partial stent deployment is confirmed. A force transmitting catheter segment inside the handle - the proximal catheter - was found to be broken, which caused impossibility of complete stent deployment. Therefore, breakage of a force transmitting component is confirmed. A definitive root cause for the reported complaint could not be determined. Labeling review: in reviewing the relevant instructions for use for this product, the potential contributing factors related to the reported issue were found addressed. E.g., the instructions for use states: "do not touch the distal catheter assembly (i.e., the dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement." In general, covered stent deployment procedure was found sufficiently described. Regarding accessories the instructions for use states that heparinized saline, 0.035 inch guidewire, introducer sheath with appropriate inner diameter and balloon angioplasty catheter for pre and/or post dilation are required materials. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the front end of the stent was allegedly unfolded. The procedure was completed using another device. There was no reported patient injury.